Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6) 2022. On (B)(6) 2022, the patient experienced hypoglycemia with seizures, fell down and had convulsions, she urinated and defecated herself because of the seizures. The patient¿s mother called the ambulance and the patient was taken to the hospital. The cgm was reading 80 mg/dl and the blood glucose reading was 57 mg/dl at that point (the patient´s mother was not allowed to stay in the emergency department with her daughter, so she could not say who had measured the values). The patient was treated with IV glucose (1 g glucose in 500 ml jonosteril) and was admitted to the hospital for 1 day. The patient recovered and was discharged. At the time of the report, the patient sleepy and tired. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.